Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter read inaccurately high in comparison to results obtained on another device. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that on (B)(6) 2017, ¿at night¿ he obtained a result of ¿329mg/dl¿ on the subject meter, which he felt was inaccurately high in comparison to a result of ¿239mg/dl¿ obtained on another device, within 30 minutes. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient manages his diabetes by self-adjusting his insulin doses and administered ¿8 units of humalog insulin¿ on (B)(6) 2017 in response to the result of ¿329mg/dl¿ obtained on the subject meter. The patient reported that at an unspecified time he developed symptoms of ¿shakiness, tunnel vision and sweating¿ and self-treated by drinking orange juice. During troubleshooting the cca noted that the meter was set to the correct unit of measure and an approved sample site had been used when testing. The test strips had not expired or been stored incorrectly and the patient had used the correct testing process. The product was replaced and requested for return. This complaint is being reported because the patient reportedly developed symptoms that meets lfs¿ criteria for a serious injury adverse event after obtaining an allegedly high result on the subject meter.